Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to flattened esc button dome switch. No button error alarm. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump that could not be cleared. Customer's blood glucose level was 162 mg/dl. Insulin pump will need to be replaced. No additional information provided.